Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at about 14 atmospheres for about 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.